Event description:
It was reported that acute stent thrombosis occurred. The target lesion was located in an occluded coronary artery proximal and distal. Angioplasty was performed without difficulty. The lesion was pre-dilated; subsequently a synergy megatron stent 3.50 x 20mm stent was advanced and implanted with an optimal final result. A synergy megatron stent 2.50 x 20mm stent was then advanced and implanted in the left anterior descending artery. It was noted that the placement of the 2.50 x 20mm synergy megaton stent did not impact the 3.50 x 20mm stent synergy megatron stent. Both stents are well positioned and expanded, with an adequate final lumen. Angiography images were performed and it was observed the circumflex artery was covered. The circumflex was treated with a synergy stent without complications and with optimal results. Angiography images were performed to observe that the coronary arteries are correctly treated and with a good lumen. Angiography revealed acute thrombosis within the synergy megatron stent 3.50 x 20mm. The thrombus was treated with an extractor to aspirate the thrombus. Balloon angioplasty was performed within the synergy megatron stents with good results which was also confirmed through intravascular ultrasound . No further patient complications were reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6).